Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that unknown knee tibial insert and unknown knee femoral were associated with a reported event of femoral loosening (debonding) following a velys surgery. The event involved the need for revision due to loosening at the cement-to-bone interface of the femoral component. There were no reports of infection or other adverse events, and the tibial insert was likely revised to provide access to the femoral component, with no malfunction reported for the tibial insert.

Manufacturer narrative:
Additional information received indicates the loosening interface was between the bone and competitor cement. The femoral component is therefore not considered a serious injury at this time as it does not play a role in maintaining the integrity of the adhesion between the bone and cement surfaces.